Event description:
It was reported that during a stenting treatment procedure, stent damage occurred the 75% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The physician attempted to place the 3.0x12 liberte stent, but was unable to pass through the previously implanted non-bsc stent located in the mid rca. Upon removal, distal edge stent damage was noted. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).